Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused esopageal cancer and migraines. The patient did not report to receiveany medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The patient has alleged to taken to the hospital via ambulance and was hospitalized.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was reported on this serial number in ra 312043860 and added to section(s) b2 and b5. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.